Event description:
It was reported that a limb detached from the filter and went to the patient's heart. Reportedly, the detached filter limb was an incidental finding via a routine scan. The filter and the detached limb remain implanted. There was no report of injury to the asymptomatic patient.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The filter remains implanted; therefore, not available for evaluation. Conclusion: the device was not returned. Images were not provided. The complaint investigation is inconclusive. Definitive root cause is unknown. The current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: complications include, but are not limited to: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques.